Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent an unknown procedure on an unknown date and stainless steel suture was used. During suturing, the needle pulled away from the thread after some tissue crossings, without any force applied. Use of another device to complete the procedure. No patient consequence.